Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The uf/importer report #- (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2017 the patient presented with first episode of gastrointestinal (gi) bleeding in setting of left ventricular assist device (lvad) therapy and international normalized ratio (inr) 2.5. The patient¿s hemoglobin dropped from 13 to 7 over the course of 4 weeks. The patient was transfused with 2 units of packed red blood cells (prbc). Blood counts stabilized before endoscopic evaluation could be arranged. The patient was successfully bridged from heparin to coumadin prior to discharge. Aspirin 162mg was continued at discharge due to prior history of cerebrovascular accident (cva). No additional information was provided.